Event description:
It was reported that the heart rate monitor dropped from 55-35bpm whenever the probe was activated. The probe was changed and the problem went away.

Manufacturer narrative:
The reported unit was not returned for evaluation, therefore the alleged failure mode could not be confirmed. It was reported that every time the probe was activated the monitor indicated that the heart rate dropped from 55 ¿ 35 bpm. The procedure was completed successfully with no medical intervention or surgical delay. Therefore, most probable root causes were defined according to the event description, risk management report and previous complaint history. The most probable root causes for the power output variations is that the probe was exposed to the following situations during surgery such as the probe could have been in contact with a metal object, electrode cables or leads or patient in contact with a grounded metal object. Based on the information provided and the fact that the unit was not returned for evaluation, a definite root cause for the electrical interference between the rf probe and the heart rate monitor cannot be defined. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the heart rate monitor dropped from 55-35bpm whenever the probe was activated. The probe was changed and the problem went away.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.